Manufacturer narrative:
Upon inspection and testing of the device, the gap in the adhesive on the distal end was suspected to be due to a shock caused by dropping the device, or hitting it to a hard surface or object. In addition, service confirmed that the ultrasound head was loose. Service also found the bending angle was out of specification due to wear of the angulation wire, the distal end was deformed, the universal cord was damaged, there was leakage from the connector, the adhesive on the bending section cover was chipped, the paint on the control unit was peeled off, and multiple parts of the device were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the ultrasound probe was loose. The reported issue was identified during manual pre-cleaning of the subject device, after the intended procedure was completed. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that there was a gap in the adhesive on the distal end due to damage of the acoustic lens surface. This report is being submitted for the malfunction found during evaluation (gap in the adhesive on the distal end).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive on the distal end likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.